Manufacturer narrative:
(B)(4).batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open gastrojejunostomy, the staples at the distal end of the cartridge were unformed. This occurred on the second firing. The procedure was not changed. The tissue was compressed before firing, there was no problem in firing, and the knife was not stopped in the firing. Doctor commented the target tissue was a little solid, the patient was about 90 years old, and the patient had advanced cancer. Additional hand suturing was performed to complete the case. There were no adverse consequence to the patient. No further information is available.